Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating both pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported that cassette was infusing veletri and 61.8 was remaining. No adverse patient effects were reported. No additional information is available at this time.